Event description:
Reporter alleged she obtained a result of hi (greater than 600 mg/dl) on her advantage system when she was not feeling well. Reported stated she called her doctor and took her normal dosage of 10 units of nph, 8 units of humulin r, along with another 8 units of humulin r. Reporter stated 1 hour later, she obtained another result of hi on the same system and she took more insulin. Reporter stated that 1 hour later, she obtained another result of hi on the same system, she took more insulin r, and then she began feeling lethargic and nauseated. Reporter stated that when she started vomiting, her husband called 911, the emts arrived in a few minutes, obtained a result in the 30 mg/dl range on their system, and attempted to treat her with honey. Reporter stated that was unsuccessful, so they treated her with an IV as they took her to the hospital where she stayed for 2 weeks and other health concerns were discovered. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.